Manufacturer narrative:
Per -(B)(4) initial report: to aid the investigation of this event, patient age and activity level, patient medical history and operative notes have been requested, and if received, will be provided in a supplemental report upon completion of this investigation. It has been confirmed that x-rays are not available and that the hospital discarded of the explanted devices following the revision and thus they cannot be returned for examination. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trifit ts / trinity revision of the stem and ceramic head due to the stem being loose.

Manufacturer narrative:
Per: (B)(4) final report. Additional information, including patient details and operative notes were requested in order to progress with the investigation of this event, however, these details were not provided and thus there was only very limited information available for this investigation. The appropriate device details have been provided and the relevant device manufacturing records have been identified and reviewed. It was found that this device conformed to material and dimensional specification at the time of manufacture. It was confirmed that x-rays are not available and the explanted device was discarded by the hospital following the revision and thus could not be returned for examination. Based on the information available for this event, no further investigation can be conducted and the root cause of the stem loosening cannot be confirmed, thus this case is now considered closed. However should any additional information be provided then this case may be re-opened for further investigation. Please note: the initial reporter has commented that the event may be due to patient weight or original placement of the stem, however, this has not been confirmed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trifit ts / trinity revision of the head and the stem after approximately 1 year and 4 months due to the stem being loose.